Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6). Product family: scs-ipg-r-MRI, upn: m365sc12160, model: sc-1216, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances despite reprogramming. It was confirmed through an x ray that the patients lead had migrated. The patient was also having a burning sensation at the ipg site and was charging more often. The patient underwent a full system replacement procedure wherein a paddle lead was implanted.